Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date it has not been received for evaluation. Additional questions in regard to the incident have also been asked. If the sample is received or if additional info pertaining to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that after approximately 30 successful sealing cycles, the jaws of the device would no longer open. Another device was used to complete the procedure without incident. There was no tissue damage, no blood loss and no pt injury. No info has yet to be provided as to how the device was removed from tissue.